Event description:
The pump was returned following a routine pump replacement. The return paperwork did not suggest or question a malfunction, the pump was replaced to avoid in-vivo battery depletion. No patient symptoms were reported. It was noted the patient recovered without sequela following the procedure. The pump underwent routine analysis. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).